Event description:
A caregiver alleged that her family member had been hospitalized for low oxygen saturation because, the pt was unable to use a bi-level positive airway pressure device (bipap). The bipap device in question reportedly would not power on. The device has not yet been returned to the MFR for eval. A final report will be submitted when the investigation is complete.